Event description:
Procedure: urological/gynecological. According to the reporter: the patient underwent surgery for the treatment of pelvic organ prolapse which included a robotic laparoscopic hysterectomy supracervical sacro colpopexy, anterior and posterior repair with enterocele. The patient allegedly experienced pain and injury. Patient has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Reason for mesh implantation: pelvic organ prolapse complications post implantation: (B)(6) 2009 ¿ (B)(6) 2010: identification of hole in cervix, and vaginal discharge (B)(6) 2010 ¿ (B)(6) 2010: blockage and repair after infection (B)(6) 2010- (B)(6) 2010: abdominal pain, small bowel obstruction with ischemic segment of a distal ileum, exploratory laparotomy, lysis of adhesions, removal of mesh, segmental small bowel resection with primary anastomosis, appendectomy (B)(6) 2010: exploration of abdominal wound with closure of abdominal fascia, irrigation and debridement, abdominoplasty, and primary closure (B)(6) 2010 ¿ (B)(6) 2010: uti (B)(6) 2010 ¿ (B)(6) 2010: vaginal discharge.